Event description:
During a routine follow-up visit, a final itp caused the screen to blank and the printer started printing a series of dots. The device could no longer be inquired. Using engineering access, the unit was forced into backup mode and then could be interrogated. The backup reset screen appeared and a reset was successful. This was repeatable following this exact sequence of steps: 1)itp, 2)perform maximum sensitivity test, 3)perform reform procedure, 4)go to pacing threshold test screen using 85 ppm, 2.2 v, 0.2 msec. No pacing spikes were observed, 5)increase pulse width to 0.6 msec. Again, no pacing spikes were observed. 6)exit screen without restoring parameters, 7)go to bradycardia parameters screen and change the rate to 90 ppm and program, then change rate to 40 ppm and program, 8)do charge time test, 9)print results of test, 10)enable the device and 11)do itp. This was repeated inhouse following the exact sequence of steps when a device was connected to a simulator. It could not be reproduced without a simulator. The physician feels that the device is working appropriately and that the observation was due to an interaction with the rx2000 programmer. The device is still implanted.